Event description:
Caller alleges patient tested 487 mg/dl on the inform system and 10 minutes later a lab was drawn and was 162 mg/dl. No action taken on device reading. No adverse event reported. Requested return of suspect device and replacement sent.